Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is inaccurate high reading ¿217 mg/dl¿ compared to lab result of ¿92 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with a set amount of insulin. According to the patient, the alleged issue began 2 weeks prior to the call to lfs. At the time of the reported meter readings, the patient immediately had symptom of ¿shakes.¿ the patient did not take any action in regards to diabetes management based on the alleged inaccurate reading of ¿217 mg/dl.¿ there was no report of any required hcp treatment on the day of the incident. During troubleshooting, the patient confirmed the meter to lab comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The test strips were within the discard date. The unit of measurement was correct set. This complaint is being reported because the patient had symptom suggestive of a serious injury after the inaccuracy issue began. In addition, the reported meter to lab comparison did not meet lifescan¿s criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.